Event description:
It was reported that during a manufacturer field service maintenance visit the technician found that the power plug on the unit was black and burnt. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The service technician replaced the power plug and returned the unit to service.